Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that he customer has experienced high blood glucose. The customer's blood glucose was 555mg/dl; treated with manual injections. Customer's current blood glucose 252mg/dl, his blood glucose has ranged between 252mg/dl-555mg/dl. Customer is changing the tubing only. Customer declined to continue troubleshooting. Assisted customer completed a new set change.